Event description:
It was reported that the patient presented to the emergency department for evaluation due to confusion and dementia. The controller's black power cable connection was noted to be damaged. The controller was exchanged, and log files were submitted for analysis. The log files captured power cable disconnect and no external power events on 02mar2024. Both power leads were simultaneously disconnected during power change. The alarm resolved upon reconnections to new battery. Otherwise, the log file captured routine events with no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The system controller's black power cable connection was noted to be damaged and had a small nick on the black connection cord from the controller. The driveline was not damaged. The patient was in hospice.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported events of no external power alarms and damage to the black power cable were confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file (B)(4) was submitted for review that showed events spanning approximately 6 days (29feb2024 ¿ 05mar2024 per timestamp). No external power events were active on 02mar2024 from 16:30:42 ¿ 16:31:18 and on 02mar2024 from 17:06:57 ¿ 17:20:31 due to a dual power cable disconnect. The power cables were individually disconnected one after the other causing voltage to drop to ~0v and triggering the no external power alarm. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. An image was submitted that showed a cut in the outer jacket of the black power cable. Additional information provided on 14mar2024 stated the controller was exchanged due to observed damage on the black power cable, and that the controller would not be returned for analysis. The root cause for the no external power alarms appears to be due to a dual disconnection of the power cables; however, a root cause for the damage to the black power cable was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.